Event description:
The customer reported experiencing air bubbles in the infusion system of their tandem mobi, causing their blood glucose level to be displayed as "high." To address this issue, the customer administered a correction bolus using the pump and confirmed they did not require third-party assistance. The air bubbles were located in the pigtail/patient line and were visible during pumping. Despite using room temperature insulin and properly loading a new cartridge with assistance from customer technical support, the issue persisted during priming. The customer successfully loaded a new cartridge and decided to resume use after swimming.